Event description:
Rt lung lobectomy. Plcr60g was used to complete the fissure for lobectomy. Reload calibrated and device was closed into firing range. Upon firing, pc read "incomplete firing" and the staple line was inspected. Staples were observed to be formed distally, but there were malformed staples in the middle of the cartridge, and under-formed staples proximally. Additionally, the knife blade did not cut completely and was left exposed. Sutures were placed to complete the case.